Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement and high pacing threshold, it also exhibited loss of capture and sensing issues a surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code (B)(4) captures the reportable event of surgery.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, no sensing and loss of capture. Further examination showed the lead had become dislodged. Surgical intervention was performed and the lead was explanted, replaced, and returned to boston scientific for analysis. No additional adverse patient effects were reported.